Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator, and charring was found on the graphic user interface (gui) printed circuit board (pcb). The gui pcb was replaced, the latest revision of software was downloaded, and the issue was resolved. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.

Event description:
It was reported that smoke was coming from the graphic user interface (gui) of a ventilator. There was no patient involvement. There is no report of death or serious injury associated with this event.